Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube (ift) coating damage, the segment broken, the control body corroded, the forward body frame corroded, the mecha base plate corroded, the lg cable connector corroded, the shield cover corroded, the operation channel leak, the operation channel cut, the down pulley wire worn out, the left pulley wire worn out, and the ccd module over saturation; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).